Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
The patient reported her blood glucose reached between 10.9 to 23 mmol/l (196 to 414 mg/dl) and that the cannula was bent. The pod was worn between 4 and 24 hours on the back. There was several correctional boluses (exact amount was not provided) but was not able to lower the patient's bg levels. Hyperglycemia treated by patient drinking water, activating new pod and bolus.